Event description:
It was reported that during follow-up in clinic, high capture threshold was observed. Upon x-ray review, dislodgment was noted on the atrial lead. Patient was asymptomatic. The lead was repositioned on (B)(6) 2017. The patient tolerated the procedure well and was discharged the following morning.